Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was 188 mg/dl. Reportedly continue will use the current tandem pump until replacement arrives.